Manufacturer narrative:
Other: adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patients - 598, gender- female (female- 326; male- 270), age (mean age) - 55 years procedure involved: anterior cervical corpectomy and fusion (accf), anterior cervical discectomy (acdf), kyphoplasty, corpectomy, open reduction and internal fixation (orif), posterior spinal fusion (psf), anterior lumbar interbody fusion (alif), oblique lateral interbody fusion (olif), transforaminal lumbar interbody fusion (tlif), posterior lumbar interbody fusion (plif) a multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. It was reported in the clinical study titled ¿cd horizon solera spinal system¿ with 24 months follow-up that a total of 598 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of cdh solera. Based on the charted diagnoses, patients were stratified into one of seven evidence groups for analysis: degenerative disease (n = 419), trauma (n = 67), deformity (adult) (n = 41), failed fusion (n = 44), tumor (n = 10), deformity (pediatric) (n = 3), and infection (n = 14). Post-op, of the 419 patients in degenerative disease group, 189 patients had radiographic notes specifying fusion status, and successful fusion was noted for 138 of the 189 patients. Of the 67 patients in trauma group, 09 patients had radiographic notes specifying fusion status, and successful fusion was noted for 04 of the 09 patients. Of the 41 patients in deformity group, 16 patients had radiographic notes specifying fusion status, and successful fusion was noted for 10 of the 16 patients. Of the 44 patients in failed fusion group, 23 patients had radiographic notes specifying fusion status, and successful fusion was noted for 18 of the 23 patients. Of the 10 patients in the tumor group, 1 had radiographic notes, and successful fusion was noted for this patient. Of the 14 patients in the infection group, 1 had radiographic notes, and successful fusion was noted for this patient. In the degenerative disease group, 233 patients were recorded to have suffered from adverse events (ae). In this group, a total of 777 aes, of 154 different types were recorded. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) serious adverse events: brain hemorrhage (1), cardiac arrest (1), cardiac response to anesthesia (1), pulmonary embolism (1), and sepsis (2) are known risks of general surgery. Cerebrospinal fluid leak (2), dural tear (4), epidural scarring of nerve root (1), osteomyelitis (2), and pseudomeningocele (1) are known risks related to spinal fusion surgery. B) events related to spine fusion surgery: adjacent segment changes (47), decreased peroneal cmap amplitude (1), degenerative changes at index level(s) (2), discitis (1), epidural abscess (1), epidural fibrosis (1), epidural hematoma (2), facet arthropathy (1), foot drop (4), fracture (1), lumbar seroma (1), myositis (1), new or worsening pain (34), paravertebral spasm (3), postoperative neuritis (1) , postoperative radiculopathy (1), pressure in spine (1), pseudarthrosis (15), pseudomeningocele (1), spinal fracture (1), spinal hematoma (1), spinal seroma (1), vertebral fracture (1). C) revision surgery: 58 patients underwent a revision surgery. Cause for revision surgery are as follows: adjacent segment degeneration/continued degeneration at index level(s) (23), dural tear (2), epidural hematoma (1), graft displacement/migration (2), hardware failure/loosening (10), hemangioma (5), infection (1), malpositioned hardware (3), not specified- hardware removal/replacement (1), painful hardware (5), pseudarthrosis (2), and unknown (1). Two patients underwent multiple revision surgical procedures; one patient for 1- adjacent segment changes, 2- pseudarthrosis and hardware loosening, and the second patient for 1- epidural hematoma, 2- dural tear, and 3- adjacent segment changes. D) events related to continued thoracic/lumbar pain/discomfort: the primary complaints reported were associated with continued pain, stiffness, paresthesia, muscle spasms and defects related secondary to pain including abnormal posture and difficulty walking. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 35 different aes and 306 total events. E) events related to general surgery: chronic infection (1), deep vein thrombosis (2), gastrointestinal hemorrhage (1), gout exacerbation (1), hemangioma (1), ileus (3), low hemoglobin count (1), pneumonia (1), pulmonary inflammation (1), reflex sympathetic dystrophy (1), and surgical wound complications (17). F) other aes that may be related to general surgery and/or spine surgery: balance issues (3), constipation (2), dizziness (1), erectile dysfunction (1), falls (46), fatigue (5), hallucination (1), mental confusion (1), nodular density projection over lung (1), pancreatitis (1), patellofemoral arthritis (1), rash (1), renal cysts (1), seizures (1), shortness of breath (1), skin rash (1), syncope (1), urinary incontinence (2), urinary retention ( 1), urinary tract infection (3), weakness (6). In the trauma group, 32 of 67 patients were recorded as having an ae. In total, 73 aes were recorded across 41 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) serious adverse events: acute respiratory distress syndrome (1), cardio-respiratory failure (2), respiratory failure (2), and sepsis (1) are known risks of general surgery. B) events related to spine fusion surgery: pseudarthrosis (1). C) revision surgery: 8 patients underwent a non-elective revision surgery. Cause for revision surgery are as follows: adjacent segment degeneration (1), hardware failure/loosening (2), infection (2), malpositioned hardware (1), pseudarthrosis (1), trauma induced hardware failure (1). D) events related to continued thoracic/lumbar pain/discomfort: lower extremity skin discoloration (1), lower extremity swelling (1), neurological pain (general) (1), and pain (general) (1). E) events related to general surgery: decubitus ulcer (1), deep vein thrombosis (1), hematoma (1), pneumonia (5), surgical wound dehiscence (1), surgical wound drainage (1), surgical wound infection (deep) (2), surgical wound incision & drainage (3), surgical wound purulent discharge (1), urinary retention (1). F) other aes that may be related to general surgery and/or spine surgery: falls (5), revision surgery (elective) (2), anxiety (1), I nsomnia (1) in the deformity group, 25 of 41 patients were recorded as having an ae. In total, 102 aes were recorded across 47 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) serious adverse events: cardio-respiratory failure (1), hemorrhagic shock (1), and pulmonary embolism (1) are known risks of general surgery. B) events related to spine fusion surgery: adjacent segment changes (3), discitis (1), epidural hematoma (1), new or worsening pain (2), neurogenic claudication (1), pedicle fracture (1), pseudarthrosis (4). C) revision surgery: 10 patients underwent a revision surgery. Cause for revision surgery are as follows: hardware failure/ hardware loosening (8), pseudarthrosis (2). D) events related to continued thoracic/lumbar pain/discomfort: the primary complaints reported were associated with continued pain, stiffness, paresthesia, muscle spasms and defects related secondary to pain including abnormal posture and difficulty walking. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 19 different aes and 43 total events. E) events related to general surgery: infection (1), surgical wound complications (7). F) other aes that may be related to general surgery and/or spine surgery: constipation (1), falls (1), urinary incontinence (1), weakness (1). In the failed fusion group, 34 of 44 patients were recorded as having an ae. In total, 146 aes were recorded across 61 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) serious adverse events: dural tear (1) is a known risk of spine fusion surgery. B) events related to spine fusion surgery: adjacent segment changes (3), new or worsening pain (4), osteopenia (1), post laminectomy syndrome (1), pseudarthrosis (6), proximal junction kyphosis (1), vertebral fracture (1). C) revision surgery: 13 patients underwent a revision surgery. Cause for revision surgery are as follows: adjacent segment changes/continued degeneration at index level(s) (1), dural tear (1), hardware failure/loosening (3), malpositioned hardware (2), pseudarthrosis (6). D) events related to continued thoracic/lumbar pain/discomfort: the primary complaints reported were associated with continued pain, stiffness, paresthesia, muscle spasms and defects related secondary to pain including abnormal posture and difficulty walking. Overall, complains associated with thoracic, lumbar, and lower extremity pain/discomfort account for 20 different aes and 52 total events. E) events related to general surgery: surgical wound complications (10). F)other aes that may be related to general surgery and/or spine surgery: balance issues (1), bowel incontinence (1), falls (5), fever (1), inflammation (1), urinary incontinence (3), weakness (2). In the tumor group, 4 of the 10 patients were recorded as having an ae. In total, 6 aes were recorded across 6 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) serious adverse events: postoperative encephalopathy (1) and pulmonary embolism (1) is a known risk of general surgery. B) events related to general surgery: deep vein thrombosis (1), pneumonia (1), surgical wound complications (2). In the pediatric deformity group, 2 of the 3 patients were recorded as having an ae. In total, 3 aes were recorded across 3 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) events related to spine fusion surgery: pelvic obliquity (1). B) revision surgery: one patient underwent a revision surgery due to development of pelvic obliquity. C) events related to general surgery: surgical wound complications (1). In the infection group, 5 of the 14 patients were recorded as having an ae. In total, 10 aes were recorded across 8 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) serious adverse events: cerebrospinal fluid leak (1), and compartment syndrome (1) are known risks of spinal fusion surgery. Acute kidney injury (1), arterial thrombus (1), and respiratory failure (1) are known risks of general surgery. B) events related to general surgery: deep vein thrombosis (2), surgical wound complications (2). Overall, the results from this retrospective observational study indicate that cdh solera is performing as intended with failure and revision rates consistent with those reported in the literature for lumbar spine procedures. No new or emerging risks were identified.